Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0437006v, implanted: (B)(6) 2004. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when the lead was removed they weren't able to get out all of the lead.¿the patient said the end of the lead was left in.¿the patient said the surgeon said there was a piece of the lead implanted in the pelvic bone that they weren't able to get out. The patient said the surgeon called it the anchor piece or something. The patient was redirected to their healthcare provider to further address the issue.